Event description:
I have sustained long term, potentially permanent damage from transcranial magnetic stimulation (tms), which was reported to me by doctors and practitioners to be completely safe. Ever since I had tms, I've had beating, debilitating headaches, depersonalization and idiopathic neurological dysfunction, eye pain and dryness, maddening scalp tension, the popping up of new eye floaters and increased anxiety/depression. I think about taking my own life multiple times daily as a direct result of the damage I sustained from tms. I feel betrayed by the medical system as I did my due diligence on research and found no reporting of the life shattering damage that was done to me. It has been over 15 months since my last tms treatment and my symptoms have been only worsening. I have nothing left to live for after tms. The neurologist insisted that tms was safe and therefore didn't put much into this test. FDA safety report ID # (B)(4).